Manufacturer narrative:
The catheter was received in three pieces in lengths of 17.5 cm, 5 cm, and 9 mm. All three pieces met the requirement for patency and leak testing. The connection edges were jagged. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during pre-implantation testing, the ventricular catheter was found to be leaking. According to the report, there was no patient contact.

Manufacturer narrative:
The catheter was received in three pieces in lengths of 17.5 cm, 5 cm, and 9 mm. All three pieces met the requirement for patency and leak testing. The connection edges were jagged. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The tensile strength and ultimate elongation tests were precluded as not enough of the catheter was returned to conduct the tests. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture. (B)(4).